Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall, leading to dyskinetic tremors and difficulty walking. The patient was traveling, and did not have access to her patient programmer. The patient had not contacted her hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3387-40 lot# j0319999v implanted: (B)(6) 2003, explanted: na; extension model 748251 serial# (B)(4), implanted: (B)(6) 2003, explanted: na; programmer model 7438, serial# (B)(4).